Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's right ventricular lead exhibited noise over-sensing resulting in episodes of high ventricular rate (hvr). Programming changes were made. The patient was stable.